Event description:
It was reported that there were concerns that this pacemaker exhibited premature battery depletion (pbd). Technical services (ts) was initially not able to provide an analysis as the latitude status stated that the communicator was not connecting and advised the representative to troubleshoot and notify them when a patient initiated interrogation (pii) was sent. Subsequently, a pii was successfully sent. Ts performed a data analysis and stated that the device was prematurely depleting. Ts advised device replacement. The device remains in use. No adverse patient effects were reported.